Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, post-sensed t-wave oversensing on the ventricular lead was observed in stored egm. The patient did not receive therapy. A drop in the r-waves were also observed. The lead was capped and replaced.